Event description:
On (B)(6) 2016, the a3059 mayfield composite series skull clamp was in use on a (B)(6) male patient undergoing a spine surgery when the patient slipped once he was positioned and sustained a laceration to the scalp. The patient was initially positioned prone and not repositioned at all during the surgery. The laceration did not require sutures. A1072 mayfield adult skull pins were in use.

Manufacturer narrative:
Integra has completed their internal investigation on 18jan2017. The investigation included: methods: -evaluation of actual device, -review of device history records, -review of complaint history. Results: evaluation of device: engineering was not able to confirm the customer complaint as the statement was broad. Thus, engineering inspected the part¿s lock/unlocking mechanisms and torque screws¿ output forces. The skull clamp was mounted onto their fixture and got assembled with a wooden block as pictured below. The starbursts threads from both sides worked perfectly. The skull clamp¿s lock/unlock mechanism work fine as intended. Also, the skull clamp¿s rocker/swivel interface rotates smoothly on its axis. Also, the torque screw was subjected to test procedure, tp1419, where the pressures were checked at 20, 40, 60, and 80 lbs. At intervals +/- 4 lbs. Deviation and it was within specifications: device history record reviewed for this product ID work order / lot #136981/164/ serial #(B)(4). A total of (B)(4) were manufactured on 04/21/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: engineering was not able to confirm the customer complaint about the skull clamps ¿slipping¿. All the inspections necessaries were performed and none of the characteristics malfunctioned.